Event description:
A patient, implanted with a construct from t3-l2, was returned to the operating room to extend the construct from l2 to the pelvis due to curvature of patient's spine. Post operatively, patient complained of pain and 'clicking' and x-ray taken showed the rods had slipped out of the pelvic and sacral screws. Patient was returned to the operating room for removal of pangea screws from pelvis, sacrum and l4. Surgeon replaced all the lower hardware with uss screws and short rods. This is 1 of 9 reports on the same incident.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is ongoing, no conclusion can be drawn. A review of the manufacturing records for the reported lot number has been requested.